Event description:
Bilateral patient. Litigation alleges that patient suffered injury and complications proximately caused by the implant. Patients left hip was reported in a separate complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 10/18/2012 - pfs received. There is no new additional information that would affect the existing MDR decision.